Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. If the device is identified, an eval will be performed and a supplemental report will be submitted.

Event description:
It was reported that a pump experiences occlusion alarms without reason.